Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of death is listed in the xience skypoint everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment: article title: "unknown article title" the additional patient effects reported in the article are captured under separate medwatch report. B3: date of death will be estimated as 1/01/2025, b3: procedure will be estimated as 1/01/2025 , d4: the UDI is not known as the part and lot number were not provided. D6a: date of implant will be estimated as (B)(6) 2015.

Event description:
The reset trial, a randomized controlled study comparing the second-generation xience¿ stent with the first-generation cypher¿ stent noted 10 year follow up results showing target lesion failure (tlf)¿a composite of cardiac death, target vessel-related myocardial infarction (mi), and clinically-driven target lesion revascularization (tlr)¿was significantly lower in the xience¿ group. Additional adverse events noted were thrombotic/embolic events, and bleeding events. No additional information was provided.